Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to wear and tear of the cylinders. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Additional information updated: c2/d10: concomitant product/therapy; d4: model number, lot number, catalog number, expiration date, unique identifier; d6a: implant date.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to wear and tear of the cylinders. A new inflatable penile prosthesis was implanted. No patient complications were reported.